Manufacturer narrative:
Doctor's office was contacted, and it was confirmed that the doctor was unable to remove yellow staining from the patient's teeth. The doctor feels that the staining is permanent, as there has been no change in the patient's teeth in the past four weeks. The product was returned for evaluation, but evaluation results have not yet been received.

Event description:
On august 18, 2009, ormco corporation received a complaint from a doctor stating that several days after application of system 1+ activator, the patient developed yellow staining on his teeth.